Event description:
It was reported that during a peripheral intervention tip detachment occurred. While advancing the kinetix plus guidewire to the peroneal artery, the distal tip of the guidewire detached from the device. The physician was able to successfully snare the detached tip from the patient. No patient complications were reported with the patient's current condition listed as fine. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).